Manufacturer narrative:
Unknown, information not provided. Date of event: unknown, not provided. Catalog #: a complete catalog # is unknown as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. Zip code: (B)(6). Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a stretched trailing haptic of an intraocular lens (iol) came out to get entangled with its plunger rod. The iol was implanted without change by being pulled out with a surgical instrument (tweezers). No information was provided any damage on the lens. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that there was a typo in the justification verbiage for "h3-81" of the initial MDR report where stated "a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed." Which is incorrect and since the serial number of the device is unknown, no further investigation is possible to be performed. Therefore, the information has been corrected in this supplemental MDR report. In review, it was also noted that the "company representative" box in the section "g2" was inadvertently not marked and that the patient's ethnicity and race were inadvertently not entered in the section "a5" of the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino section a5: race: asian section g2: report source: company representative section h3-81 (other): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.